Event description:
The customer reported a v3 leads ECG failure. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported a vs leads ECG failure. There was no reported adverse pt impact. Philips evaluated the device and was unable to recreate the v3 leads error. Philips reviewed the pt event files and confirmed the reported symptoms. The module was inspected and found to have corrosion. The measurement module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.